Event description:
It was later reported that the patient reported fluid draining from the lateral portion of the pump pocket incision. The patient was seen by the physician on (B)(6) 2013. The physician found ¿some serous drainage present in the lateral inferior aspect of the incision site.¿ no redness noted. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient seemed to be rejecting the pump for an unknown reason. The patient was treated with antibiotics. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the pump was explanted because they thought the patient¿s body was rejecting it.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient felt that "6 months of his life had been stolen"; he had 5 surgeries in 3 years. (See manufacturer's report # 3004209178-2014-08102 for additional surgical procedures in the last 3 years).